Manufacturer narrative:
Medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the uninterruptible power supply (ups) and battery were replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found that the returned camera cart ups was standalone tested and powered on and off as intended. All outputs measured at the normal voltage and there were no issues detected. The battery was returned to the manufacturer for analysis. Analysis found that the reported problem could not be duplicated. The battery read 25.86 volts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera cart was not turning on. The medtronic representative (mr) held the on/off switch on the camera cart and it blinked briefly but never turned on. The mr did not see any power lights on the camera cart uninterruptible power supply (ups), the cart to cart cable was switched out and there was no change. The main cart ups was outputting power but the camera cart would still not turn on. The mr reseated the cables but the issue was not resolved. There was no patient present when this issue was identified.